Event description:
It was reported that a guide wire separated after completion of an interventional procedure in the om. The guide wire was positioned in a severe bend, and had been observed to be prolapsed. A snare device was used to retrieve the distal tip of the guide wire.